Event description:
The customer reported that the system displayed a "corrupted images deleted" error message. The fe states that this resulted in a data loss. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard disk drive was evaluated and reformatted. The system software was reloaded. The system was tested and found to be working as intended and returned to service.